Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens 24.0 diopter, (1.5 extended depth of focus) lens was replaced with an unspecified atiol model due to a reported "refractive error." The product has not been received to evaluate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced poor distance vision. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was final refractive error was considerably off from a plano target.